Manufacturer narrative:
(B)(4). The complaint is in investigation, once the investigation is completed a follow up MDR will be submitted.

Event description:
It was reported a patient underwent initial total hip arthroplasty and presented with ongoing pain and limp approximately one year post-op. X-rays revealed lateral radiolucency and radioulucency around the tip of the stem. Subsequently, the patient underwent hip revision due to femoral stem loosening and subsidence. During the revision, iliopsoas tendon lengthening and scar excision were performed. The femoral components were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative revision notes received. Op notes reviewed from revision left total hip arthroplasty found iliopsoas tendon lengthening, approximately 1 year post left tha, for continued ongoing pain, limp, subsidence and suspected femoral component loosening. The radiographs showed radiolucency laterally and surrounding stem tip and subsided in the early postoperative period. Severe scarring and significant synovitis entrapping the proximal femur leading to synovectomy and excision of scar tissue was found. Stem was found to be subsided and incredibly well fixed leading to shortening, imbalance, and iliopsoas tendonitis. Balancing lengthening of the limb for appropriate leg length and femoral offset is a noted procedure. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. The subsidence of the stem is noted as leading to shortening, imbalance, and iliopsoas tendonitis, however, it is unknown the cause of subsidence if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.